Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient said their device was intermittently shutting off. The patient was requesting that the manufacturer pay for their bills if the device was faulty, and wanted an immediate answer. The patient stated that they were told to take a diary and stated that they didn't want to do so. The patient stated that they shouldn't need to waste their time writing down when the device shuts off. The manufacturer's representative (rep) was contacted and stated that in order for them to troubleshoot the patient needs to take a diary. The patient was called back and was informed on the diary being the best way to troubleshoot. The patient stated that they do not want to do the diary and will get the device explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they wanted to find a doctor to have the stimulator removed. The patient was informed that the device would have to be sent through analysis to determine if anything was wrong with the device in order for them to get the warranty. The patient stated that the stimulator keeps their pain away and that it helps them not fall as much. The patient stated that they have ¿many health issues.¿ the patient demanded that they speak to a manager. The patient reported that they would never know when the device would turn off and that it had nothing to do with anything. The patient refused to keep a diary of when the device was turning off by itself. The patient noted that they are on permanent disability and cannot afford a new stimulator. The patient reported that their adaptive stimulation was set so that the stimulation would tone down when the patient would lay down flat. The patient then stated that the stimulation did not tone down when they lied down and they could feel the buzz. The patient did not want to have their stimulator replaced if it was going to cost them money. No further complications are anticipated.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient met with a rep to reprogram their scs device. The patient indicated that their device was turning off by itself. The patient stated that they would arch their back and if they did not feel stimulation, they would check and confirm that stimulation was off. The patient did not demonstrate how they checked if the device was off. It was reviewed that the off/sync buttons are next to each other. The device was interrogated and no issues were seen, impedances were normal, and the battery was charged. The patient was on a fentanyl patch that is unrelated to the device or therapy. No further complications were reported or anticipated.